Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver an unknown drug (concentration and dose unknown), indicated for non-malignant pain. It was reported that the patient had to have an emergency fill. The event date was unknown. Per the patient, the implanting healthcare provider's (hcp) office sent him over to the pain center physician to have the pump filled for the first time. Per the patient, instead of "doing it the right way," they gave the information to manufacturer's representative, and it was taken to the doctor by hand. It was reported that the physician at the pain center had no recollection of the patient coming there to have it filled, so when the patient went to go get it filled, they couldn't fill the pump because they didn't have the proper stuff to fill him. The patient went back to the implanting hcp, who said he had to do an emergency fill because the pump was going empty in a few days. After the emergency refill, the physician at the pain center kicked the patient out of the practice. The patient stated that then the implanting hcp's office told him that they would set him up with a new pain doctor about five months ago (approximately (B)(6) 2018 from the report date of 2018-jul-05). The patient had seen the implanting hcp a few times after, and kept getting told that they would set something up. Per the patient, they told him he was supposed to run out of medicine in his pump sometime in (B)(6), but he hasn¿t heard anything from anybody. No patient symptoms were reported. The patient was provided physician listings as requested. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative who reported an empty reservoir. The empty reservoir occurred on (B)(6) 2018. The environmental external or patient factors that may have led or contributed to the issue was patient compliance. The patient did not show up for appointments. There were no diagnostics or troubleshooting performed or actions/interventions taken to resolve the issue. The issue was resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-jun-11. It was reported that the patient had ¿been lied to since the beginning of getting¿ their stimulator and pain pump. The doctor and staff had lied to them many times. The doctor put the lead in the wrong spot in the spine. It was ¿supposed to be before my crack in my l-1 vertebra.¿ the pump was filled with nerve medications instead of pain medications from the beginning, ¿no wonder it never worked.¿ then ¿they let it go empty for almost a year.¿ now the patient stated they were being lied to by the new doctor who said that the patient would be able to have the pain pump when it came out. The patient reported that the doctor lied because it was sent to an independent lab, ¿which he denied¿ at the hospital. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the pump was explanted and replaced on (B)(6) 2019 because the hcp let it go dry. The hcp never called the patient for a refill. There were no further complications reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. It was reported that he is trying to get into a new hcp office from the list the manufacturer sent him and he feels they are discriminating against him and making the transition impossible. The caller states they told him he has to go in person for the referral and he can¿t make the trip. He is upset that there is no help from the manufacturer to find new doctors. There were no further complications reported/anticipated.